Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, the cartridge was exchanged for the second firing then the surgeon fired the device halfway of the staple line, however, the firing stopped. The procedure was completed with another device. There was no patient injury.